Manufacturer narrative:
Investigation description. Display damage due to impact.

Event description:
It was reported that the ilet bionic pancreas sustained a cracked touchscreen that rendered the device unresponsive, and a replacement was arranged while the patient uses backup therapy; the specific device component involved was the touchscreen and the device problem aligned with a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user, including a photo of the damage. Investigation of this case revealed a stress-related problem affecting the touchscreen consistent with a fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.